Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the complaint was received into the company with the following comment: broken when used on femoral component. Product code is lcs universal handle (B)(4). The device was returned for investigation. However we were provided with a photograph of the instrument which confirmed that the hp universal handle distal cylindrical tip had fractured at the interface with the square cross section. It should be noted that all pieces appear to have been found. The instrument appears to have scratches and impaction marks which would be consistent with prolonged use. Therefore, this failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. It was noted that a design requirement for the high performance handle is being compatible with some specialist 2 instruments. Therefore substantial redesign of this connecting mechanism is not possible. The handles have been designed to be more robust in comparison to the sp2 predecessor, within the geometrical constraints of this mechanism (B)(4). Therefore, this failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. Continue to monitor via sep-419 post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken when used on femoral component. Product code is lcs universal handle 926-6520. Will not populate in reported products area of this form. Was procedure successfully completed? Yes. Patient status/ outcome / consequences: no.